Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported the power cord was releasing from programmer with little tension. The power cord was changed twice by the account. The clinical specialist tried changing the power cord and at first it did not come loose with much tension, but now releases easily. It was also requested to repair the keyboard. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the power supply connection where the plug goes was loose. The keyboard was broken at the hinge pin. Keyboard connection on the mpu (main processor unit) printed circuit board assembly was loose, but functional. Keyboard hinges were broken. Analysis also found the stylus pen tip was loose and the hinge plate screws were missing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.